Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
During routine follow-up, artifact was seen in the device storage. The lead was explanted and replaced.